Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this pacemaker had hematoma which was evacuated. This device remained in service, however, recently this was changed out due therapy upgrade. No additional adverse patient effects were reported.